Manufacturer narrative:
The biomedical engineer reported that the transmitter overheated after inserting the batteries. The device had no physical damage or fluid intrusion and was not in use on a patient at the time. The biomedical engineer was provided with an exchanged device and sent the failed unit in for evaluation. The batteries required for this investigation were not returned. New batteries were inserted into the unit and overheating could not be duplicated. Inspection of the negative contacts shows resin melting at the spring which, per a(B)(4) investigation on a similar incident, is indicative of improper battery insertion. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the transmitter overheated after inserting the batteries.